Event description:
During a paroxysmal atrial fibrillation procedure, air was aspirated when aspirating blood in the sheath with a syringe before contrast imaging after transeptal puncture with the sheath. Aspiration was performed several times, but the air could not be removed completely. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.